Event description:
It was reported that when the chronic lead was tested with a newly implanted device, the first two therapies were aborted due to possible hv lead issue. A third therapy was successful. The physician reprogrammed the device, but therapy was aborted and external defib was used to rescue the patient. Five days post implant of new ICD, interrogation revealed alerts for possible hv lead issue and output circuit damage. The device and lead were explanted and replaced.

Manufacturer narrative:
The reported field event of a shorted output stage detection alert was confirmed. An arc mark was observed on the ICD can. Further evaluation of the arc mark indicated the presence of lead material. Analysis found that the high voltage output transistors on the device were damaged. The cause of the hv output circuit damage is believed to be a lead anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.